Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated issue. The patient notified the hospital staff that a vibratory alert from the implantable cardioverter defibrillator had been received. Upon interrogation, the device exhibited back-up vvi. The patient reportedly had an MRI within the last month. The device was programmed and restored to prior settings.